Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during endovascular treatment (evt), upon inflating the advance 14 lp low profile balloon catheter after advancing past the lesion, the physician noticed that contrast media was leaking from the shaft. Another advance 14 lp low profile balloon catheter was utilized to successfully complete the procedure. Access was gained via radial approach. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Method code: simulated use testing (3345). Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned devices confirmed that the balloon could not be inflated. Dried contrast was noted to be in the balloon. A wire guide was inserted, but resistance was encountered at a depth of 43.5 cm. Advancement beyond that point was not possible. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed that the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. .